Event description:
According to the reporter, during a right trochanteric fixation nail (tfn) procedure, the surgeon was drilling to put a 5.0mm locking screw through tfn nail using trocars. The surgeon did not check the connecting bolt on aiming arm (357.366) prior to using the trocars. The connecting bolt on aiming arm was loose and caused the drill to miss the hole. The trocars, protection sleeve (357.386) and drill sleeve (357.389) did not line up because the aiming arm was loose. The surgeon tried to free hand the screw and eventually decided not to use the screw. Surgeon felt the screw was not needed for the fracture pattern. Procedure was completed with no further problems. This report is 2 of 3 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was received; however, the complaint details note that the connecting screw was loose which can cause a misalignment. The part was mated with the other parts from this complaint, an insertion handle, connection screw, and nail and the assembly lined up as designed. The device history reports did find any non-conformances related to this complaint.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Original awareness date is 12/17/2011.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Available information in the complaint file indicates that the device in question was returned to synthes; however, the MDR reportability status at the time of the device return was ¿not reportable.¿ no evaluation of the product was required for non-MDR reportable complaints per the complaint investigation procedure at the time of the product receipt and complaint investigation. This file was reviewed under protocol (B)(4) for MDR remediation and revised the MDR reportability decision to MDR reportable. The product is no longer available for analysis as it may have been scrapped or otherwise disposed.